Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer's blood glucose was 108 mg/dl. After troubleshooting, customer was advised that insulin pump and battery cap would be replaced.